Event description:
According to the reporter, at the end of a caesarian procedure, it was noticed that the device¿s needle broke and disengaged into the patient¿s cavity. The end of the needle was not found in spite of the use of a scope. An x-ray was done immediately after the awakening of the patient and the radiology confirmed the presence of a fragment intra-peritoneal. The patient is alive.